Event description:
It was reported the patient had a lack of efficacy. Therapy was suspended as an intervention and the implantable neurostimulator (ins) was later replaced. It was unknown if the battery depleted normally. The event was considered ongoing. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3986a60, lot # n280989, implanted: (B)(6) 2011, product type lead; product ID 3487a-56, lot # v775091, implanted: (B)(6) 2011, product type lead; product ID 3986a60, lot # n202628, implanted: (B)(6) 2011, product type lead; product ID 3487a-56, lot # v708136, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3986a60, lot# n280989, implanted: 2011 (B)(6); product type lead product ID 3487a-56, lot# v775091, implanted: 2011 (B)(6); product type lead product ID 3986a60, lot# n202628, implanted: 2011 (B)(6); product type lead product ID 3487a-56, lot# v708136, implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708240, serial# (B)(4) implanted: 2011 (B)(6); product type extension. Upon return of the implantable neurostimulator (ins) analysis found no significant anomalies. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported no diagnostics or troubleshooting was noted for the event. The patient reported a lack of efficacy. The site reported that the device was initially effective, but lost its efficacy, but not due to device issue/malfunction. The implantable neurostimulator (ins) was not replaced. Therapy was suspended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.